Manufacturer narrative:
The engineering department reviewed the CT scan and reported that the mandibular implant is not seated well on the ramus. The top of the device is not seated against the bone, and the condyle appears somewhat lateral in the fossa. This is an error in the resection level, even though they used a cutting guide for the resection. The cutting guide was manufactured based on the design plan. The surgeon under-resected the joint and caused a gap in the lateral mandible. The surgeon performed the revision surgery to reposition the implant and patient is reported to be doing well.

Event description:
It was reported that the implant is not seated well on the ramus and a revision surgery is likely to be performed. There was no significant surgery delay reported and no other information is available at this time.

Event description:
It was reported that the implant is not seated well on the ramus and a revision surgery is likely to be performed. There was no significant surgery delay reported and no other information is available at this time.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted at this time.